Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Analysis was unable to verify for vibration, constant tone or chirping sound due to blank display.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported that the insulin pump had a constant tone. The customer reported that there was a line through the lcd. The customer's blood glucose was 128 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.